Event description:
Customer's blood glucose reading on their meter = 286mg/dl. Customer tested on their meter at doctor's office = 566mg/dl at 4:42pm. Customer dosed with 5 units novolog. Cusotmer stopped in the middle of the highway because they felt dizzy and confused. Paramedics and police arrived and administered a candy bar, 1/2 can of coke, tootside rolls and a glucerna bar. Paramedic's meter blood glucose reading = 70mg/dl. Customer retested on their meter at 7pm = 344mg/dl and 7:09pm - 344mg/dl. Customer has been storing strips in ziplock bag. A request was made for the return of the suspect device and replacement product was sent.